Manufacturer narrative:
Qc was within specifications. Bci customer technical support (cts) offered further testing to be conducted by cpls and the customer stated no patient sample was remaining for further testing and the customer did not feel additional testing was necessary at the time. Service was not requested for this event due to the customer only questioning results from this specific patient.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the unicel dxi 800 access immunoassay system for one patient. The initial results were 0.57 and 0.51ng/ml and repeated on alternate instruments at 0.00 and 0.53ng/ml. Another sample obtained from this patient gave results of 0.52 and 0.49ng/ml and upon repeat on alternate instruments gave results of 0.00 and 0.47ng/ml. The patient was admitted to the hospital for observation purposes only.